Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/10/2020. H.6. Investigation: one loose 3ml integra was received and evaluated. It was observed the plunger rod had been pulled back and the spring was loose inside the barrel. The cannula appeared to retract as expected and was concealed inside the plunger rod. The reported defect was not identified in the samples received. Lot number is unknown; therefore lot history could not be performed. H3 other text : see h.10.

Event description:
It was reported that the detachable needle broke off from the bd integra¿ syringe into the consumer's buttocks while injecting testosterone. The consumer visited the emergency room and an x-ray was taken, but the broken needle piece was not found. The following information was provided by the initial reporter: "consumer stated, he thinks needle broke off in him when his wife was administering his testosterone injection. Stated, spent over 2 hours in emergency room. Stated, x-ray taken and they were not able to locate a needle inside his buttocks. Stated, he was never told how to use syringe by his pharmacist or doctor consumer stated, he and his wife are elderly and cannot afford out of pocket on going to emergency room. I explained, there is not guarantee but he can submit out of pocket and eob's, (explanation of benefits) to management for consideration. I explained, the product is a retractable safety syringe".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the detachable needle broke off from the bd integra¿ syringe into the consumer's buttocks while injecting testosterone. The consumer visited the emergency room and an x-ray was taken, but the broken needle piece was not found. The following information was provided by the initial reporter: "consumer stated, he thinks needle broke off in him when his wife was administering his testosterone injection. Stated, spent over 2 hours in emergency room. Stated, x-ray taken and they were not able to locate a needle inside his buttocks stated, he was never told how to use syringe by his pharmacist or doctor consumer stated, he and his wife are elderly and cannot afford out of pocket on going to emergency room. I explained, there is not guarantee but he can submit out of pocket and eob's, (explanation of benefits) to management for consideration. I explained, the product is a retractable safety syringe"